Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas with a dexcom g7 sensor, with a fingerstick or sensor reading of 64 mg/dl that increased to 82 mg/dl after oral carbohydrate intake (oat milk); the user noted 11 units remaining in the pump and was advised to change supplies. Symptoms included hypoglycemia. Outcomes included recovery without hospitalization after oral glucose treatment. Investigation included complaint intake, user counseling on hypoglycemia management, and device-use troubleshooting. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.